Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and undersensing. In addition, the implantable cardioverter defibrillator (ICD) delivered possible inappropriate due to the atrial arrhythmia exceeding the ventricular fibrillation (vf) detection rate. The ICD and rv lead remains in use. No patient complications have been reported as a result of this event.